Event description:
It was reported that the shock impedance was 120 ohms. This is high but within normal limits. During a pulse generator change-out, the doctor explanted and replaced the electrode. The new electrode had the same impedance. The doctor suspects this is due to the implant location. There were no additional adverse patient effects.